Event description:
The staples were malformed. The staples would not close, straight and secure. The clips were used during removal of the gallbladder and their malformation did not seem to interfere with this process. There was no patient harm.